Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal sts device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal sts device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal sts device has been placed. The angio-seal sts device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.

Event description:
A 6f angio-seal sts plus vascular closure device was used after a cardiac catheter intervention. Twelve days later an abscess was surgically treated at the puncture site and staphylococcus aureus was noted. The patient was treated with vancomycin and gentamycin and improvement was noted. Seventeen days later following surgery, the patient was diagnosed with a pseudoaneurysm eroding into the abscess. On the (B)(6) 2016 the patient underwent a successful operation where the angio-seal was explanted.